Manufacturer narrative:
Serial numbers: (B)(4). For 3 of the 3 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. For 1 unit, the bag connector was replaced to resolve the issue, for 1 unit the bag port manifold was replaced to resolve the issue, for 1 unit the cover manifold was replaced to resolve the issue.

Event description:
This report summarizes 3 malfunction events. A review of the events indicated that model 1011-9050-000 anesthesia gas machine experienced a mechanical problem and flow problem. 2 events reported for a malfunction of the bag port preventing manual ventilation, and 1 event reported for a malfunction of the bag connector preventing manual ventilation. These reports were received from various sources. Of the 3 events, 3 did not involve a patient.